Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked reservoir tube. Device received with cracked lcd window.

Event description:
Customer reported via phone call that the device was not working. Customer was having high blood glucose. Customer's blood glucose ranged from 300 mg/dl to 400 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.